Event description:
Some time after implantation of the lapband the pt experienced severe abdominal pain, had a CT scan and x-rays which showed "the connector in the pelvis". Leakage at or near port tubing connector.